Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had rf pic failed self test. The customer¿s blood glucose was 169 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant failed selftest alarm due to a faulty y1 on the radio frequency board. Unable to perform operating currents, self-test and displacement test due to failed selftest alarm.